Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03381. It was reported that high impedances were measured at one of the lead contacts when the patient sought unrelated MRI imaging, preventing the system from entering into MRI mode. As a result, surgery may occur to address the issue. It is unknown which lead has high impedances at the contact site, so both applicable leads are being reported.